Manufacturer narrative:
Investigation results: visual investigation. All individual parts of the instrument have been checked for damage, deviations or other conspicuous abnormalities. Apart from normal signs of use, no damage could be detected. Furthermore, a functional check was carried out in the fully assembled state of the instrument. Result: no functional impairment. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: the instrument does not show any functional impairment therefore we assume most probably an usage related error. Based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with kt236r - targon self-retaining screw driver sw4.5. According to the complaint description, post-operative x-ray exam revealed screw at the tip of screwdriver was in the body, and the screw was removed by surgery. A revision surgery was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).